Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient experienced dry eye on both eyes (ou) at an 8 month post op exam. The surgery noted there was morning dryness. The surgery center discussed with the patient the use of punctal plugs but the patient declined at this time. The patient will have another post op exam and that time, if dryness has not improved, punctal plugs will be added. In addition, the dry eye was treated with xiidra eye drops for twice a day and artificial tears four times a day. The patient comments were of eyes slowly improving of dryness, but still worse than pre-op exam. At this time, the dry eyes are still being managed. Best corrected visual acuity (bcva) from (B)(6) 2016: right eye pre-op 20/20 -7.75 x .00 x 90, left eye pre-op 20/20 -7.75 x .00 x 90. Bcva from (B)(6) 2016: right eye post-op 20/20 -1.75 x - .25 x 90, left eye post-op 20/20 -1.75 x -.25 x 0. Uncorrected visual acuity (ucva) from (B)(6) 2017: right eye post-op 20/20, left eye post-op 20/20, both eyes post-op 20/15.

Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.